Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (charger problem) has been confirmed. As received, the charger was unable to charge a battery pack. Upon evaluation, the q1 transistor and u13 8-bit cmos flash micro-controller were shorted on the bedside board. The cause of the inability to charge the batteries is the shorted q1 transistor and u13 component. The root cause of the shorted components cannot be positively identified. No adverse events resulted form the damaged components. The patient received a replacement charger/modem.

Event description:
A (B)(6) male patient contacted zoll customer support to report an error message on his charger/modem. Customer support reviewed the patient's downloaded data and confirmed a battery charger fault and battery faults. The patient was provided with a replacement charger/modem.